Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information, it was reported that the outer packaging of carton was intact, and upon opening the inner package on meningo plasty under knee arthroscopy surgery, it was found that there was a radiolucent spot on the inner package coating (as showed in photo), which was suspected to be damaged of the inner package. No impact on patient so far. The device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the packaging is open and showed impacts in the layer, it appeared to have slightly translucent spots and the light can pass through them. Therefore, this complaint can be confirmed. As the packaging were already opened, it was not possible to perform any further test to verify if sterility was compromised. A manufacturing record evaluation was performed for the finished device lot number: 7l20925, and no nonconformances were identified. The eto sterilization of the device has been done according to requirements of iso 11135:2014. The certificate of sterilization indicates that the physical acceptance criteria and microbiological acceptance criteria were in compliance with the validated specifications. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 394 devices that were released to distribution. A manufacturing investigation was performed; as a result, there are in place control 100% in clear room and during the packing stage and final packaging. The potential occurrence of having a radiolucent spot of inner package coating has been evaluated to 0 over 210813, 222205, 222296, 222291, 254624, 254625, 254628, 254629, 254660, 228141, 210808 in 2019 and 2020 per wi-6474 rev22 corresponding to defect over parts. The presence of a pouch deteriorated is already identified in the pfmea. An in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also per tm-tm0091. The result of all this in process control is pass, none of the 9 parts were not conformed. Based on the investigation, these are pinholes and/or micro fractures of the foil layer in the laminate structure. This is a common occurrence in foil pouches and is caused by flexing of the material. This impacts the foil layer as it does not have the same flexibility as the inner pe or outer pet layer. If the foil has been fractured, light can pass through the clear poly layers and appear as a hole. It has been demonstrated that even the motion of opening the pouch from the chevron end can cause the flexing to fracture the foil layer. The inner and outer poly layers maintain the sterile barrier integrity. The purpose of the foil is to provide the moisture barrier for our absorbable products. The inner and outer poly layers create the sterile barrier. The foil pouches have the additional foil layer for the moisture protection. The products are vacuum dried prior to the final sealing of the foil pouch. The foil maintains this level of dryness. In the event that the foil sustains any flex cracks (foil layer only), it has been characterized that the amount of moisture vapor that can ingress through the poly layers does not compromise product integrity. In addition, each packaging design contains an internal packaging component made from a specialty paper to act as a desiccant. Packaging validations subject the product to a ¿worse-case¿ handling and then is followed by a leak test to demonstrate that the sterile barrier integrity is still intact. It is known that the act of peeling the pouch open can create these foil fractures. In conclusion, the root cause can be related to procedural variables, such handling of the product. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the outer packaging of carton was intact, and upon opening the inner package on meningoplasty under knee arthroscopy surgery, it was found that there was a radiolucent spot on the inner package coating (as showed in photo), which was suspected to be damaged of the inner package. The complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it was observed that the inner pouch is slightly marked, however, it is not possible to determine if the pouch foil is perforated, the photo is blurry and does not provide a detailed view of the issue. A manufacturing record evaluation was performed for the finished device 7l20925 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint cannot be confirmed. The photos provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the evidence necessary to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to a knee arthroscopy procedure on (B)(6) 2021, it was observed that there was a radiolucent spot on the inner package coating of the omnispan meniscal repair 12degree device. There were no adverse patient consequences reported. No additional information was provided.